Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a broken sensor wire. The sensor was inserted into the abdomen on (B)(6) 2016. Patient reported that upon removal of the sensor pod, part of the sensor wire remained attached to the sensor pod and part of the wire remained attached at the abdomen. Patient experienced redness, swelling and pain. On (B)(6) 2016, the patient reported that he went to the emergency room to have the sensor wire removed. At the time of contact, the patient had not yet had a procedure performed and did not have time to further discuss the issue. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of broken sensor wire could not be confirmed. A root cause was not determined.